Event description:
It was reported that an infiltration occurred during an infusion on a patient in the pediatric care area and the pump did not alarm for a downstream occlusion. It was also reported there was an injury and medical intervention. The extent of the injury is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted. The available information does not reasonably suggest that a device malfunction occurred and this event is being submitted due to the patient injury resulting from the reported infiltration. An infiltration can cause serious medical problems, that would require medical and possibly surgical intervention to prevent permanent damage. If not treated in a timely manner, it can lead to extravasation, and surgical intervention. The specific medical intervention required is unknown. With the information provided, this incident would be considered a serious injury.